Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for anaphylaxis: cephalexin; for anaphylaxis,: cefuroxime axetil; for hives: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin, cefuroxime axetil and cephalexin. Concurrent conditions included hyperplasia endometrial, adenomyosis and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as anaesthetics (anesthesia) and megestrol acetate (megace). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 22 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain even when not menstruating/ hip pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("hand pain") and psoriasis ("rashes or skin condition/ psoriasis"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (menorrhagia)/ heavily bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction unknown"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), amnesia ("memory loss") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("worsening of her headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dry skin ("dry skin"), fatigue ("chronic fatigue"), weight increased ("weight gain"), visual impairment ("impaired vision / vision problmes"), myalgia ("muscular pain") and internal injury ("major internal damages to my female body parts"). The patient was treated with ibuprofen (advil), paracetamol (tylenol), surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed), alternative therapy (root canal fillings) and surgery (root canal, filling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal infection, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, dyspareunia, dry skin, alopecia, fatigue, weight increased, visual impairment and myalgia was resolving and the migraine, female sexual dysfunction, pain in extremity, amnesia, tooth disorder, hypersensitivity, psoriasis and internal injury outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, back pain, dental caries, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, internal injury, menorrhagia, migraine, myalgia, pain in extremity, pelvic pain, psoriasis, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: after her removal surgery, she woke up with severely impaired vision, health care provider determined that her vision problems were a side effect of the anesthesia used in her removal surgery. Since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes fully occluded; on (B)(6) 2010: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- event rash or skin condition was updated to psoriasis. Concomitant medication were added. Outcome of event pelvic pain and muscular pain was added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for anaphylaxis: cephalexin; for anaphylaxis,: cefuroxime axetil; for hives: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin, cefuroxime axetil and cephalexin. Concurrent conditions included hyperplasia endometrial, adenomyosis and paratubal cyst. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 22 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain even when not menstruating/ hip pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("hand pain"), skin disorder ("rashes or skin condition") and rash ("rashes or skin condition"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction unknown"). On(B)(6) 2011, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), amnesia ("memory loss") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("worsening of her headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dry skin ("dry skin"), fatigue ("chronic fatigue"), weight increased ("weight gain"), visual impairment ("impaired vision / vision problmes") and myalgia ("muscular pain"). The patient was treated with ibuprofen (advil), paracetamol (tylenol), surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed), alternative therapy (root canal fillings) and surgery (root canal, filling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal infection, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, dyspareunia, dry skin, alopecia, fatigue, weight increased and visual impairment was resolving and the migraine, female sexual dysfunction, pain in extremity, amnesia, myalgia, tooth disorder, hypersensitivity, skin disorder and rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, back pain, dental caries, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, myalgia, pain in extremity, pelvic pain, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: after her removal surgery, she woke up with severely impaired vision, health care provider determined that her vision problems were a side effect of the anesthesia used in her removal surgery. Since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes fully occluded; on (B)(6) 2010: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics, historical condition, historical drug and concurrent condition added. Essure indication updated. New events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), allergic reaction (unknown), hand pain, rash or skin condition, migraines, muscular pain, dental problems and memory loss were added. Lab data and treatment medications added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain"), headache ("worsening of her headaches"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), uterine pain ("uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), dry skin ("dry skin"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and visual impairment ("impaired vision / vision problems"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, headache, menorrhagia, abdominal pain lower, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, dyspareunia, dry skin, alopecia, fatigue, weight increased and visual impairment was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dental caries, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, tooth loss, uterine pain, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: after her removal surgery, she woke up with severely impaired vision, health care provider determined that her vision problems were a side effect of the anesthesia used in her removal surgery. Since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for anaphylaxis: cephalexin; for anaphylaxis,: cefuroxime axetil; for hives: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin, cefuroxime axetil and cephalexin. Concurrent conditions included hyperplasia endometrial, adenomyosis and paratubal cyst. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 22 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain even when not menstruating/ hip pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pain in extremity ("hand pain"), skin disorder ("rashes or skin condition") and rash ("rashes or skin condition"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (menorrhagia)/ heavily bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction unknown"). On (B)(6) 2011, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), amnesia ("memory loss") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("worsening of her headaches/ headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dry skin ("dry skin"), fatigue ("chronic fatigue"), weight increased ("weight gain"), visual impairment ("impaired vision / vision problmes"), myalgia ("muscular pain") and internal injury ("major internal damages to my female body parts"). The patient was treated with ibuprofen (advil), paracetamol (tylenol), surgery (total hysterectomy,bilateral salpingectomy during which uterus,cervix,both fallopian tubes removed), alternative therapy (root canal fillings) and surgery (root canal, filling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal infection, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, dyspareunia, dry skin, alopecia, fatigue, weight increased and visual impairment was resolving and the migraine, female sexual dysfunction, pain in extremity, amnesia, myalgia, tooth disorder, hypersensitivity, skin disorder, rash and internal injury outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, back pain, dental caries, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, internal injury, menorrhagia, migraine, myalgia, pain in extremity, pelvic pain, rash, skin disorder, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: after her removal surgery, she woke up with severely impaired vision, health care provider determined that her vision problems were a side effect of the anesthesia used in her removal surgery. Since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes fully occluded; on (B)(6) 2010: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 7-jun-2018: information from other. New reporter added. New events added: major internal damages to my female body parts. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.